Manufacturer narrative:
Clinical review: a reported temporal relationship exists between ccpd therapy utilizing an unknown liberty cycler, and the serious adverse events of toxicity, confusion/altered mental status and pain (joint) which required the patient to transition to hd for rrt. The definitive etiology of the events is unknown; therefore, causality cannot be firmly established. It should be noted that an inability to obtain additional information precluded a more in-depth investigation. However, during intake the patient reported she discontinued pd therapy; however, there was no report a fresenius device(s) and/or product was the root cause. Based on the limited information available, the unknown liberty cycler can be excluded as having caused/contributed to the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused or contributed to the serious adverse events. Furthermore, there is no allegation or objective evidence a fresenius device(s) and/or product(s) failed to meet user expectations and/or manufacturer specifications. Should additional information become available, the need for a clinical investigation will be re-evaluated and the file will be updated accordingly. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A social media post reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) became toxic after ¿pd stopped working¿ (timeline/specifics not provided). Additionally, the patient reported experiencing joint pain and confusion/altered mental status which did not resolve until the patient transitioned to hemodialysis (hd). It is unclear if the patient was hospitalized for these events as limited information prevented a more comprehensive investigation. Subsequent attempts to obtain additional information [e.g., treatment record(s), discharge summary (if applicable), patient demographics] have thus far proven unsuccessful.

Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A social media post reported a patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) became toxic after ¿pd stopped working¿ (timeline/specifics not provided). Additionally, the patient reported experiencing joint pain and confusion/altered mental status which did not resolve until the patient transitioned to hemodialysis (hd). It is unclear if the patient was hospitalized for these events as limited information prevented a more comprehensive investigation. Subsequent attempts to obtain additional information [e.g., treatment record(s), discharge summary (if applicable), patient demographics] have thus far proven unsuccessful.